Event description:
An olympus sales representative reported a complaint on behalf of the customer, which involved a polyloop (single use ligating device). It was reported that during a diagnostic procedure the user ¿got the polyloop around the tissue and the product broke upon deployment. Needed to use wire cutters to deploy the device.¿ no patient harm reported.